Event description:
It was reported that there was a single reading of zero ohms on the lead trend. The impedance trend was noted to have returned to the previous values. No lead integrity alert was triggered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.